Event description:
The manufacturer received information alleging a "service required" alarm condition indicating a high internal oxygen alarm occurred. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging a "service required" alarm condition indicating a high internal oxygen alarm occurred. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition indicating a high internal oxygen alarm occurred. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. No component was replaced to address the issue. The device was recalibrated and passed all final testing.